Manufacturer narrative:
(B)(4). Concomitant medical prodiucts: 31-301311 arcos con sz a hi 60mm trl lot number 057886 and unknown stem lot number b274590. Visual examination of the returned product identified the tip of the hex driver to be fractured. Rings have been scratched around the shaft near the tip. Discoloration spots are present on the grip. The connector is dinged and scuffed. Additionally, the features of the fracture surface visually align with zrm in which a torsional overload fracture failure mode was identified. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item(s) and part and lot combination(s). Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that at some point the screwdriver handle was switched off of torque limiting. When the trial cone body was tightened down to the stem, the tip of the screwdriver broke off in the trial body. The stem was extracted, new stem implanted, case completed success. There is no additional information available at the time of this report.